Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, an increase in capture threshold on the left ventricular (lv) lead was noted. The lead vector was reprogrammed, and the patient was stable with no adverse consequences.